Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery during the fill tubing step of an infusion set change and manual prime. The customer's blood glucose was 400 mg/dl. The customer stated that she felt fine and had not treated for the high blood glucose. Upon troubleshooting, the customer was advised to disconnect the tubing and reservoir, and then reconnect tubing and reservoir. She verified that insulin did exit with a manual plunger push. She was advised to rewind the insulin pump, reinsert the reservoir, and run a manual prime to at least 5.0 units. She stated that the insulin pump did not alarm no delivery and was advised that the insulin pump was working as designed. The customer stated that she was going to connect the infusion set to her body after the call. She advised that she would treat with a bolus and attributed the high blood glucose to her having eaten.